Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with incarcerated ventral incisional hernia at the umbilicus thereby underwent open repair with implant of 3dmax mesh (device 1). Per operative notes, ¿an incision was made around the superior to the umbilicus. The hernia sac was dissected out. A 3dmax mesh (device 1) was placed around the umbilicus and secure it with sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia, pain thereby underwent laparoscopic repair with implant of ventralex mesh (device 2). Per operative notes, ¿an incision was made into the abdomen through previous scar. The hernia sac was dissected out. A ventralex mesh (device 2) was placed into the abdomen with previously placed (device 1) and secure it with sutures.¿ on (B)(6) 2018 ¿ patient underwent mesh removal. (Note: there is no information provided in medical record about this procedure). Attorney alleges that patients had abscess, adhesion, obstruction, mesh migration, pain.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b3, b4, b5, b7, d3, d.6b (date of explant), g3, g6, h2, h6, h10, h11. Corrected field: d.6a (date of implant). This supplemental emdr represents the bard/davol mesh ¿ ventralex (device 2). An additional emdr was submitted to represent the bard/davol 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.